Event description:
Senseonics was made aware of an incident where the patient developed infection at insertion site. The sensor was inserted on (B)(6) 2024 and the patient first reported infection on (B)(6) 2024. The patient visited hcp at that time and antibiotics treatment was given. The patient then reported he observed a yellow-reddish boil on the evening of (B)(6) 2024 and the boil opened on the evening of (B)(6) 2024. The patient went to (B)(6) hospital where the sensor was taken out on (B)(6) 2024 at 1 am. The patient is currently doing fine.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient first observed infection on (B)(6) 2024 and consulted hcp who at that time gave antibiotics treatment. However, patient then observed a yellow-reddish boil on (B)(6) 2024. The boil opened on (B)(6) 2024 and patient decided to visit university hospital where the sensor was removed on (B)(6) 2024 at 1 am. The customer felt fine after removing sensor and is currently doing well. This incident does not require any further investigation.